Event description:
It was reported that a patient underwent a davinci-assisted robotic sacrocolpopexy with cystoscopy for complete vaginal prolapse on (B)(6) 2008 and mesh was used. In 2009, the patient started to have problems. The patient experienced mesh protruding through the vaginal wall with a stone formation at the top of the vagina. The patient is scheduled for excision of mesh and removal of the stone in the vaginal cavity on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that on (B)(6) 2012, the patient underwent mesh removal. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05322. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4).it was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05322. The same patient is represented in each medwatch.